Event description:
Additional information received indicated that patient underwent surgical intervention on 29 april 2024 where the ipg was replaced, and therapy restored.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported the patient's scs ipg was at end of life. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.